Manufacturer narrative:
The service engineer (se) inspected the device and verified the reported issue. The se recalibrated the flow sensor to address the issue. The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator had a device alert and safety valve open condition while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.